Manufacturer narrative:
Complaint is confirmed one unpackaged ar-9215-1-03 serial/batch number (B)(6) was received for investigation. Functional testing was not conducted due to the broken tip. Visual evaluation found that the shaft tip was broken off at the distal end. The fragments generated during the event were not returned for analysis. The most likely cause of the observed condition remains undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 02/02/2023 by a sales representative via sems that an ar-9215-1-03 quick connect kit tip broke off. Case involvement, device broke during use.